Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Due to electrical/electronic component problem identified, the performance of an electrical or electronic component was found to be inadequate. No further escalation is required. In addition, the following reportable malfunctions were identified during the device evaluation: error code e315 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image and . There was no patient involvement.